Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having intermittent alarms. It was possible that they were emergency backup battery (ebb) alarms as well. System controller speaker volume was very low. In log files, there were intermittent ebb faults on (B)(6) 2024. The cause of the system controller speaker volume low was not identified. The system controller was exchanged to resolve the ebb faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller speaker volume was very low.

Manufacturer narrative:
Correction: g3 - date received by manufacturer for follow-up number 1 should be corrected to 26aug2024. Manufacturer's investigation conclusion: the reported event of the low speaker volume was confirmed with the returned system controller (serial # (B)(6) ; however, the reported event of atypical intermittent alarm, backup battery fault and no external power alarm was confirmed via log files. Data from (B)(6) 2024 to (B)(6) 2024 was reviewed. The controller event log file revealed atypical low power/power cable disconnect alarm events were captured throughout while both power cables were connected to the 14v batteries/clips. The alarm appears to be active because of transient battery fuel gauge voltage values. Backup battery fault alarm events were captured on (B)(6) 2024 between 8:25:24 and 10:35:44 and was intermittently active because of a backup battery circuit error code. The alarms did not affect the system controller¿s ability to operate the pump. Of note, a no external power alarm event was captured on (B)(6) 2024 at 21:36:10. The white power cable was disconnected prior to the black power cable from the 14v batteries/clips, which activated the alarm. The system reverted to the internal 11v backup battery for power, and the system was unaffected by the loss of power to both power cables. The power cables were connected to the mobile power unit at 21:36:48 and cleared the alarm. The returned system controller was tested together with the returned 14v battery clips (lot # 7807622 and 10276551), and the atypical low power/power cable disconnect alarm captured in the log file could not be reproduced. The returned 11v backup battery (serial (B)(6) was discharged/charged within the returned system controller, and an atypical backup battery fault alarm could not be reproduced. Decibel meter measurement of both audio transducers revealed the transducer on the back side of the device did not pass the minimum specification of 85 decibel. Both transducer¿s perforation was cleaned with cotton swab, cleaning solvent and pressurized air. Decibel meter measurement confirmed both audio transducers pass the minimum specification thereafter. The audible alarm issue was related to contamination. A root cause of the atypical low power/power cable disconnect and backup battery fault alarm captured in the log file could not be determined through this evaluation. During the investigation there were incidental findings of conductor breakdown (wire fatigue) and fluid ingress. Visual inspection of the returned system controller revealed remnants of what appears to have been fluid was inside the battery compartment. Device testing indicated beginning stages of conductor breakdown with the underlying wires. The conductor breakdown of the underlying wires did not result in any atypical alarm during the evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ and backup battery fault alarms. Backup battery fault alarm . ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ low power alarm . 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.